Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8am on (B)(6). The patient reported obtaining a blood glucose reading of 279mg/dl on the subject meter and alleged that this was inaccurately high compared to their feelings and/or normal readings. The patient also reported obtaining a blood glucose reading of 230mg/dl on the subject meter and 101mg/dl on another meter, obtained within 30 minutes of each other. These readings exceed lifescan's criteria for inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported that prior to obtaining this reading they were experiencing symptoms of dizzy, weakness and nausea. The patient reported increasing their usual dose of insulin in response to the reported high reading. The patient reported visiting their doctor where they were treated with IV glucose, the patient was unable/unwilling to provide details of when this occurred. The patient reported testing their blood glucose on a laboratory device while at their doctor but they were unable/unwilling to provide the result obtained. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan's criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.